Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as damage to the flex-guide, garage leaves and control wire and indicate the exchange sheath was not properly connected to the clip applier. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similarity could not be determined as a specific failure mode was not provided. Although a specific failure mode was not provided, the returned device conditions indicates the exchange sheath was not properly connected to the clip applier and damage to the flex-guide, garage leaves and control wire was observed. However, a conclusive cause could not be determined for the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Estimated date of event. Exemption number e2019001. The device was received. Investigation has not yet begun. A follow-up report will be submitted with all additional relevant information.

Event description:
The proglide device was returned to abbott vascular with no information. Per return device analysis, there was blood in and outside the device. The clip was not deployed which means it did not do what it was supposed to do. Therefore, hemostasis had to be achieved with a different method. No additional information was provided.